Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an unknown indication in need of olif procedure used in spinal therapy. It was reported that the product inserter broke while putting in cage. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.